Event description:
Connected the syringe filled with medication into side port of primary tubing to administer the medication. Luer-lock snapped off and broke. Vendor/manufacturer received the report and followed up. They were able to note that there was a broken piece which caused the plunger to break. They will be continuing to monitor the product for any further similar to incidents. No further follow up.